Manufacturer narrative:
One impl twist mp-1 3.75 mm 8 mm (1988) was returned for investigation. Visual inspection of the as returned product identified wear around the implant threads and mount tines. The mount screw drive feature is damaged. Functional testing was performed for the returned product and it was determined the mount screw took excessive forces to remove, confirming the complaint and malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a stuck mount, and is considered a similar complaint. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided.

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter email address: not provided. PMA/510(k) number: k943604.

Event description:
It was reported that implant (1988) body could not be removed from the fixture mount. Implant was removed and replaced with a new one. Tooth location 19.